Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and air bubbles were observed within the infusion set tubing. A supply change was performed to address the occlusion and air bubbles. Additionally, it was reported that the wake button was not working. Customer declined to troubleshoot for the wake button. Blood glucose level was 241 mg/dl.